Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.pump passed displacement test and self test. Hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
It was reported that the insulin pump received multiple insulin pump errors. The customer¿s blood glucose level was 200 mg/dl. Customer was able to clear the alarm. The customer reported that the fill cannula was recorded in daily history. The customer performed self test and it passed. The customer was advised to discontinue the use of insulin pump and revert to the back-up plan. The device will be returned for analysis.